Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. However, vyaire technical support advised that the unit insp. Block needs to be replaced. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us had tf alarm 401 - inspiration valve or device leaky. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. However, the root cause was determined due to defective inspiration valve nt. As a resolution, vyaire ts recommended to swap the defective part. Inspiration block replaced to resolve the issue.